Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Investigation summary: (B)(6) this issue concerning non-patient end bent before and after use has been previously investigated (i.e 820.198 - 3c). Or other concerns to the npe such as clogged cannula, broken needle etc. Refer to previously investigated complaint document ((B)(4)). The pic document has been attached. Preliminary investigation ((B)(4)) was concluded by the (B)(4) site on (B)(4) 2013. The investigation determined that no manufacturing lines were identified to contribute to np end pen needle bends. Also, within (B)(4), a study was performed on improper installation of pen needles on pen devices. The conclusion of this study determined if pen needles are installed on a pen device on an angle, the np end of the pen needle can bend and/or break. Therefore, concluding this issue may be user related as the pen needled is not being properly installed per IFU. Per discussion with (B)(6), it was conveyed that the over whelming majority of bent pen needle complaints are due to misuse of the product while installing the pen needle on to the pen device. (B)(6) explained: during a teleconference call on (B)(6) 2013, that patient end users (non-professional) encounter the np end bent pen needle problem much more frequents then the medical professional end users usually a result of insufficient patient training. So, based on (B)(6) information and a review of bd pen needle compatibility documentation, lack of compatibility of bd pen needle on (B)(6) pen device was determined not to be a cause of the np end bent pen needle issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: the investigation determined that no manufacturing lines were identified to contribute to np end pen needle bends. The conclusion of this study determined if pen needles are installed on a pen device on an angle, the np end of the pen needle can bend and/or break. This issue may be user related as the pen needled is not being properly installed per IFU. Root cause description: this issue may be user related as the pen needle is not being properly installed per IFU.

Event description:
It was reported that the unknown bd¿ conventional pen needle experienced cannula breakage on the non-patient end.